Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, where on post-operative day (pod) 4, patient suffered third-degree atrioventricular (av) block. On pod 6, a coronary sinus (cs) lead was implanted.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: labelling review additional information received: patient was discharged and was scheduled for an epicardial pacer. However, the plan for implanting an epicardial pacemaker lead was not in planning anymore. Patient suffered repeatedly from rv decompensations and remained hospitalized as per the latest information received. Priority was the therapy of an inflammatory process which was not described any further. General condition of the patient was noted as poor. The complaint for valve interacts with conduction system was confirmed with empirical evidence via information reported by edwards clinical specialist. No imaging evaluation had been performed as imagery had not been provided. However, DHR review was performed and there was no indication that a manufacturing non-conformance would have contributed to the complaint. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system. Additionally, cardiac conduction system complications are known risks with tricuspid valve interventions due to the proximity of the atrioventricular node (av node) to the septal leaflet of the tricuspid valve. These conduction disturbances can lead to post-operative heart block requiring pacemaker implantation. Nevertheless, a definitive root cause cannot be determined.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The report complaint of valve does not seal on annulus, significant leak flow observed (pvl) was confirmed with other empirical evidence via information reported to edwards. No manufacturing non-conformities were identified through DHR review. Furthermore, the valve was reported to have been working as intended. Ultimately a definitive root cause cannot be determined as no imaging had been provided for evaluation. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.